Event description:
It was reported that a cobalt chrome rod used in a surgical spinal correction and fusion procedure broke after implantation. A surgical procedure is necessary to remove the broken rod. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported information.